Event description:
It was reported that the user experienced hypoglycemia with a lowest cgm value of 53 mg/dl after changing the insulin set and eating breakfast without announcing the meal; the user treated with 4 oz of lemonade, b.g. Subsequently rose, and was back in range at 135 mg/dl by the end of the call. Symptoms included low blood glucose consistent with hypoglycemia. Outcomes included recovery to target range without hospitalization, alerts, or alarms. Investigation included troubleshooting and education regarding meal announcement and carbohydrate treatment. Investigation of this case revealed no device or component malfunction, and the event was attributed to user-related factors consistent with missed meal announcement following set change. It was concluded, based on previously established findings for similar reports, that the cause was undetermined but consistent with user handling contributing to hypoglycemia. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.